Event description:
Through investigation, it was learned through our implant patient registry this device was implanted for seventeen (17) years, one (1) month, and twenty-five (25) days at the time of the valve-in-valve procedure. No additional patient or device information has been made available.

Event description:
Additional information received indicates this device was failing due to stenosis and moderate regurgitation/insufficiency.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: this device is not available for return and evaluation because it remains implanted after a valve-in-valve procedure. The serial number of this device remains unknown; therefore, we are unable to conduct a device history record review. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to endocarditis or structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. In this case, information regarding the valve-in-valve procedure was minimal and subsequent attempts to get additional information regarding the condition of the device at the time of the procedure, patient's condition post-implant or possible comorbidities have been unsuccessful; therefore, the root cause for the procedure remains indeterminable. If new information becomes available, a supplemental report will be filed. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned a valve-in-valve procedure took place to correct a failing 23mm pericardial valve due to aortic insufficiency. Implant duration is unknown.